Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they have high blood glucose levels up to 420 mg/dl. Customer believes their cannula is bent and also stated they have used a manual syringe to treat themselves. Troubleshooting was performed for the high blood glucose readings. Customer was advised the device would be replaced.